Event description:
Patient was revised to address dislocation. Update rec¿d (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records upon revision the patient's locking ring was found to broken, there was metallosis in the hip joint, there was corrosion found on the trunnion of the femoral stem, the patient's liner had disassociated from the cup, and there was erosion found that was suggestive of edge loading and chronic impingement of the liner with a fracture of the liner. At this time a cup is being reported for the disassociation. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The depuy acetabular devices were implanted with competitor femoral products. This use of depuy devices is not recommended and is considered off-label use. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der was received stating that patient was revised to address pain and disassociation.

Manufacturer narrative:
(B)(4), depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: biomet event: this was used in conjunction with depuy product in this patient this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.